Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. When the customer was changing the cartridge, an alarm 19 was received. Another cartridge was loaded and the alarm 19 did not reoccur. Insulin delivery was resumed. The customer's blood glucose level was 182 mg/dl.